Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
Plaintiff was implanted with an ams elevate posterior on (B)(6) 2010. The plaintiff's attorney alleges that the plaintiff "has suffered/will continue to suffer pain, suffering, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities," as well as other damages.